Event description:
It was reported by the customer, partial rupture of the catheter at approximately 9 cm from the exit site is reported, and the catheter is then removed. Additional information received 6/18/2024: it was reported by the customer, "there was no consequence for the patient, the PICC was implanted on 29/05/2024. On 30/05/2024 the patient performed the first cycle of chemotherapy (adriamycin and cyclophosphamide) without any problems. On 07/06/2024 the patient performed catheter irrigation and dressing without any problems. On 14/06/2024 the PICC is removed and is almost broken, fortunately held together by a very small catheter flap. There was no exposure of health care personnel to blood or body fluids."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc was returned for evaluation. An initial visual observation of the photograph/video showed a powerpicc with a significant split in the catheter shaft approximately 9 cm distal to the molded joint. Evidence of use as well as biological residue is observed on the sample. There appears to be a compressed/smashed portion of catheter shaft approximately 2cm in length beginning just distal to the molded joint. Although a split is observed in the catheter tubing, no details of the damage or distinguishing features can be discerned from the photo/video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, partial rupture of the catheter at approximately 9 cm from the exit site is reported, and the catheter is then removed. Additional information received 6/18/2024: it was reported by the customer, "there was no consequence for the patient, the PICC was implanted on (B)(6) 2024. On (B)(6) 2024 the patient performed the first cycle of chemotherapy (adriamycin and cyclophosphamide) without any problems. On (B)(6) 2024 the patient performed catheter irrigation and dressing without any problems. On (B)(6) 2024 the PICC is removed and is almost broken, fortunately held together by a very small catheter flap. There was no exposure of health care personnel to blood or body fluids."